Event description:
It was reported that; the blockers were splaying the blades while being inserted, also, they were popping out when they hit the rod. Doctor didn't feel like these 3 blockers were working properly when trying to implant. After giving him new blockers, it went just fine.

Manufacturer narrative:
Lot # led. Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: manufacturing records were reviewed and no anomalies were found. The returned blocker was examined and the threads were found not to have any damage evident of cross threading. Also the returned blocker was found to have no issues threading onto a polyaxial screw. Conclusion: therefore the likely cause is lack of use of the counter torque tube.

Event description:
It was reported that; the blockers were splaying the blades while being inserted, also, they were popping out when they hit the rod. Doctor didn't feel like these 3 blockers were working properly when trying to implant. After giving him new blockers, it went just fine.